Manufacturer narrative:
Based on the information made available by the user facility the event is classified as a serious injury. Within the complaint initiated for this event a detailed investigation of retained samples was conducted. The results indicate that the device could not cause of serious injury. No additional information is made available by the user facility. This matter will be continuously monitored and analysed via post market surveillance for continual device safety and functionality.

Event description:
It was reported by user facility that "they have seen an increased in rectal bleeding in patients that did not have bleeding prior to the initiation of the fecal management system. Recently, one of our ICU nurses was asked to assist a nurse on the floor take one out due to bleeding. When she appeared in the room, there was frank bleeding and clots coming from the rectum. The patient was transferred to the ICU to be given massive amounts of blood products. In speaking with gi physicians, they are seeing an increased number in patients during colonoscopy have triangular shaped ulcerations in their rectum, which matched the opening of this product."